Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's left ventricular lead was dislodged. The patient's physician decided to replace the lead. The patient's condition was reportedly fine post-procedure.